Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 13-jul-2017, the fse inspected the analyzer and found the reagent cup hitting the right side of incubator cup position. The fse loosened the incubator assembly and slid it over to the left. The cup transfer test was run twenty (20) times without errors, and 20 samples using #tt3 cups were also run without errors. Follow-up on 18-jul-2017 indicated that the instrument was operational. The most probable cause of the reported event was alignment of the incubator assembly.

Event description:
On (B)(6) 2017, the customer reported receiving repeated error 4153, cup transfer z homeoverrun, on their aia-900 analyzer. The error persisted after rebooting the machine. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of pth and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.